Event description:
It was reported that the patient presented to the emergency department due to experiencing shortness of breath and weakness. It was noted that the patient's heart rate would decrease to 30's beats per minute during premature beats. A remote transmission showed four atrial high rate episodes with the last one being several months ago. It was suspected that there was intermittent occasional undersensing of the atrial lead. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.